Event description:
It was reported that a malfunction alarm, identified as malf 12, occurred. There was no reported impact to the customer¿s blood glucose level. Technical support provided pump reset information and assisted the customer in resetting the pump, successfully resolving the issue with no recurrence. The customer was advised to continue using the pump and to contact support if the malfunction reappears, and they acknowledged these instructions.